Manufacturer narrative:
The reporter, a biomedical engineer, advised that he examined the device but was unable to verify the reported issue of erratic tidal volumes. The device has been received by ventec, and ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that a respiratory therapist (rt) believed that the device was providing erratic tidal volumes while on a patient. The reporter, a biomedical engineer, advised that the rt placed the patient on another ventilator for support and that there was no patient harm as a result of the reported issue. No further details about the patient were provided.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of erratic tidal volumes could not be reproduced. Ventec downloaded the device's electronic records for analysis and observed multiple low exhaled tidal volume (vte) alarms that had been previously logged. All alarms had either patient circuit disconnect and low inspiratory pressure alarms, indicating that the patient circuit was not properly connected to the patient, or had several high breath rate alarms indicating auto-triggering. The device was thoroughly tested on the customer settings and no issues were observed. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
Corrected information for initial medwatch report section d4, model #, of the initial medwatch report stated: prt-00490-001 section d4, model #, of the initial medwatch report should have stated: vocsn, english section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).